Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Risk review: per doc-035405 rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 4.40 cause - leakage from the stopcock effect (harm) - infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. The customer confirmed they still have the drain but they did not provide the lot number. The customer was requested to return the affected product for evaluation.

Event description:
Nt821731c - evd is leaking at the stopcock. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-tighten/hold/lock" complaints within the past two years. 44,454 nt821731c units sold within past two years. Failure rate = 0.01% root cause/failure investigation: the broken system stopcock has a large crack by where the female luer is located. The breakage of the components indicates that the user applied excessive torque when operating the stopcock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. It seems that the user possibly tried to remove something from the stopcock with a tool and applied excessive force on the female luer. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - evd is leaking at the stopcock. No injuries.